Event description:
Potential for injury associated with a 65650 rollator where the pins which lock the back support into place are broken and the seat will not lock. This issue causes product instability and the user could fall off the seat and be injured.